Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a lap sigma, the device was moved through trocar and after that, could not be opened. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Batch # r59e0r. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with an ecr60g partially fired 1/16 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information received. Event description: when reinstalled in the patient, the instrument could not open, so no tissue was fixed. The instrument was removed and a new instrument was used.